Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was not recording p waves, recorded greater than 3000 ohms atrial pacing lead impedance measurements and recorded ventricular paces delivered during the intrinsic qrs wave.